Manufacturer narrative:
Procedure ran as expected without complications. A field service engineer was dispatched and inspected the pcs2 and found no issues with any component condition and or function. Unit meets manufacturer's specifications. An autopsy of donor was requested but has not been returned at this time.

Event description:
On (B)(6) 2020, haemonetics was informed by the customer of a donor fatality following a successful plasmapheresis procedure on a pcs2 plasma collection system. The donor left in good health follow the completion of the donation procedure.